Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and fit. Evidence of moisture was found on the display inside the pump. A leak was found in the pump case. The pump was unable to power up due to moisture corrosion. The reported power complaint was duplicated. The pump cover was removed and further moisture corrosion was found on the continuous glucose monitoring module, the display screen, and on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present behind the display screen. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.